Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm promus premier stent delivery system (sds) was selected. While removing the stylet, it was noted that the stent got accordioned and the stent got pulled off from the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts along almost the entire length of the stent were distorted, stretched and lifted upwards from the stent profile. Two rows at the proximal end were not damaged. The stent protector was not received with the device for analysis. It can be determined that the specified stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the analysis it may be possible that the damage to stent occurred during the preparation and handling of the device while removing the stent protector. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm promus premier¿ stent delivery system (sds) was selected. While removing the stylet, it was noted that the stent got accordioned and the stent got pulled off from the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.